Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Immediately after device release, an anterior pericardial effusion was noted. The patient remained asymptomatic and no further intervention was required. The patient also potentially had an effusion pre-procedure but the pre-imaging was not saved to compare to the post-implant imaging. The patient was discharged with no issues the following day.